Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The suture in the suture bearing likely contributed to the reported entrapment. However, device components were not returned, therefore, could not be confirmed. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted with a prostyle device after a peripheral interventional procedure using a 7f sheath. Reportedly, during removal, the suture got caught on the suture bearing and the device became stuck. Hemostats were used to free the suture from the suture bearing and the device was removed. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.